Event description:
The customer reported that while preparing for a case, the unit would not boot, an alternate system was brought in to perform the procedure. There was no patient injury.

Manufacturer narrative:
The ge service rep found the boot prom display at rear of workstation was constantly cycling. He re-seated workstation pcb's and power supply connectors. The rep measured workstation +vcc at +5.12 vdc. Tested system by rebooting four times. System now boots normally and is operating as intended.